Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. The ventilator was tested with a known good oxygen supply. The ventilator was connected to 5 psi of oxygen, and an audible leak was heard coming from the o2 blender. Visual inspection revealed the o2 air inlet port was missing a screw. The screws were installed to address the report of oxygen leak.

Event description:
It was reported by the customer that the ventilator had loose screws that were causing o2 to leak. This issue was discovered while checking the ventilator, therefore there was no patient involvement.